Event description:
It was reported that the patient experienced three small seizures the day after she was implanted with vns and that she had been seizure free for two months prior. The device had not been turned on at that point, so the seizures were most likely related to the surgery. No further relevant information has been received to date.